Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, crease fold, wear abrasion, white calcification. Microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening on posterior and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. An opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.